Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported postoperative, the patient experienced right l5 area sensory loss, weakness of foot to toe muscles (foot medial rotation, drop toe), due to damage caused during use of the sonopet iq tip. It was further reported that the patient is doing well, and sensory loss has returned. It was also reported that the original procedure forl4-5 laminectomy, right herniotomy, was completed successfully, with no medical intervention or delays.

Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported postoperative, the patient experienced sensory loss in left l3 area, thigh muscle weakness, due to damage caused during use of the sonopet iq tip. It was further reported that the patient is doing well, and sensory loss has subsided. It was also reported that the original procedure for right l5 area sensory loss, weakness of foot to toe muscles (foot medial rotation, drop toe), was completed successfully, with no medical intervention or delays.